Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (95 % stenosis degree) in a severely tortuous segment of the proximal lcx. After pre-dilation with a balloon at 16 atm, the affected device was advanced towards the target lesion, however, the lesion could not be crossed. The device was withdrawn.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation, however, contrast medium residue was observed in the inflation lumen, indicating the application of negative pressure prior to reaching the target lesion. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. The device could be threaded over a 0.014" reference guidewire with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.